Manufacturer narrative:
This report is submitted on jul 6, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth. A skin revision was performed on (B)(6) 2021. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the skin revision previously reported, was performed under a general anaesthetic. This report is submitted on july 23, 2021.